Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the blocked bladder catheter was identified by the nurse as there was no urine in the bag. The nurse wanted to change the foley catheter, but deflated the balloon and was unable to remove the catheter, which seemed to be stuck over the last 2 centimetres. They called the doctor on duty, who had to sedate the patient in order to pull on the catheter forcefully to remove it. The clinical consequences of the event was that the patient had to be sedated for the procedure, pain for the patient and increased risk of infection following removal and reinsertion of the catheter. Per follow-up information received from ibc on 19oct2023, stated that the patient was discharged from the hospital and was doing better. The patient had to be sedated in order to be de-weighted and then re-weighted, as they were suffering from severe pain. There was no notion of urinary infection following the incident, but the patient was already under antibiotic therapy (claforan and flagyl) during their hospitalization (systemic inflammatory syndrome in a context of pancreatitis with episodes of desaturation).

Event description:
It was reported that the blocked bladder catheter was identified by the nurse as there was no urine in the bag. The nurse wanted to change the foley catheter, but deflated the balloon and was unable to remove the catheter, which seemed to be stuck over the last 2 centimetres. They called the doctor on duty, who had to sedate the patient in order to pull on the catheter forcefully to remove it. The clinical consequences of the event was that the patient had to be sedated for the procedure, pain for the patient and increased risk of infection following removal and reinsertion of the catheter. Per follow-up information received from ibc on 19oct2023, stated that the patient was discharged from the hospital and was doing better. The patient had to be sedated in order to be de-weighted and then re-weighted, as they were suffering from severe pain. There was no notion of urinary infection following the incident, but the patient was already under antibiotic therapy (claforan and flagyl) during their hospitalization (systemic inflammatory syndrome in a context of pancreatitis with episodes of desaturation).

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "drainage lumen designed too small". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: e h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned